Event description:
It was reported that the user contacted support regarding a supply change and disclosed a high blood glucose reading of 274 mg/dl after treating a prior low of 60 mg/dl with orange juice and sugary food while using the ilet and oral glucose. Symptoms included hyperglycemia following treatment of hypoglycemia. Outcomes included troubleshooting and education provided during the call, with a plan for follow-up to confirm return to range. Investigation included a review of the reported event context and user-reported actions related to carbohydrate intake and device use. Investigation of this case revealed that the high glucose occurred after intentional carbohydrate consumption to treat a low, with no allegation of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.